Manufacturer narrative:
This report is submitted on may 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at the implant site, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on november 07, 2018.